Event description:
It is reported that while implanting the tibial component a fracture occurred to the anterior portion of the proximal tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.